Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was 121 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Advise customer to remove the battery for five minutes, then reinsert it. Customer states display returned. Customer received a low battery alert when the alarms happened and customer changed the battery out and again during the watchdog timeout alarm. Customer reports they were able to clear the alarm. Customer was able to complete rewind. Customer states alarm did not occur shortly after inserting a new battery. Customer states insulin pump had unexpected restart, a cold reset was performed alarm was recurring during normal pump use. The device will not be returned for analysis.